Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in follow up clinic. Interrogation of patient's right atrial (ra) lead showed several episodes of noise. The patient was stable and no changes were made.